Manufacturer narrative:
A manufacturing evaluation was completed: after analysis of the returned parts and review of records by tecomet the following determination has been made: upon receipt of the instrument tip was broken off from the shaft. The shaft/tip of this probe may bend/break if the devices go through excessive force and/or side-pressure is applied. The material used in the manufacture process of this part, and the hardness of said material were within the specified requirements. Based on these determinations this reported failure is not associated with the manufacturing processes at tecomet. The instrument was manufactured in january of 2007. There are no nonconforming features on the devices as returned, less the bend shaft and broken off tip. The failure of the instruments is attributed to the application of excessive force and or side-pressure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the DHR review for 03.622.005, synthes lot 5438332, supplier lot 572518a07.pilling weck ((B)(4)) manufactured the thoracic pedicle probe, p/n 03.622.005, lot number 5438332 (supplier lot # 572518a07), per po number (B)(4), dated january 23, 2007, for 80 parts. Teleflex¿s certificate of compliance, dated october 13, 2010, indicated the lot met all requirements per drawing number (B)(4), revision "c". The synthes incoming final inspection sheet # (B)(4), revision "e", indicated the lot was inspected and conformed to all required specifications. Mrr number (B)(4), was written on january 29, 2007, for the product lot number etch to be 572518a07 was noted as 572718a07 on 5 parts out of the 80 parts in the lot (the lot was 100% inspected for etch). The 5 nonconforming parts were returned to the supplier and the mrr was closed on january 31, 2007. (B)(4) parts were released to the warehouse on february 01, 2007. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports while surgeon was using the pedicle probe to create a pathway for the matrix pedicle screw and while twisting and turning the device, the tip of the probe broke off into the patient. All pieces were retrieved and no debris was created. Procedure was successfully completed with no delay reported. This report is 1 of 1 for (B)(4).